Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. Model number: model number is unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted, give date: unknown as information was not provided. If explanted; give date: unknown as information was not provided. The best estimate date is (B)(6) 2019. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported symfony intraocular lens (iol), model unknown, was explanted from the patient¿s ocular dexter (right eye) in (B)(6) 2019. Reason for explant was not provided. Attempts were made to obtain additional information however, to date no response has been received. The patient has bilateral lens explants. This report captures the iol in the patient's ocular dexter (right eye). A separate report will be filed for the patient's ocular sinister (left eye). No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the device serial number is unknown. Historical data analysis: the complaint history was not reviewed since the device serial number is unknown. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.